Event description:
It was reported that approximately 43 months after the xience stent implantation into the proximal right coronary artery (rca), restenosis occurred in the rca. The patient then was implanted with a second xience stent to the mid-rca. Approximately 21 months later, the patient died of unknown cause. This was learned from the patient's family upon attempting to contact the patient for the (B)(6) follow-up visit. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Restenosis and death are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The other xience v is being filed under a separate MFR number.